Manufacturer narrative:
(B)(6). Date of report: 08aug2019. The product support engineer provided part number for replacement user interface (ui) assembly. The customer replaced the ui assembly. A user interface (ui) assembly was return for analysis and an investigation was performed. The user interface assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports liquid crystal display is dim and seeks replacement part number and price. There was no patient involvement.